Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00172.

Event description:
The patient was undergoing a coil embolization procedure in the hypoplastic right pulmonary artery using ruby coil lps, packing coil lps, and non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck in the starting position and would not advance at all within its introducer sheath; therefore, it was removed. Next, while attempting to advance a packing coil lp into the target location, the physician lost access with the microcatheter. Subsequently, the physician removed the packing coil lp and attempted to re-sheath the coil; however, the packing coil lp could not be retracted back into the its introducer sheath. The procedure was completed using a new ruby coil lp, a new packing coil lp and, the same microcatheter. There was no report of an adverse effect to the patient.